Event description:
It was reported that the customer was admitted to the hospital with an elevated blood glucose and diabetic ketoacidosis. Bg value was not provided and cause was not know. Reportedly, the customer was ¿currently off the pump¿. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.